Event description:
It was reported that the patient had a revision in july for loss of stimulation on his right side. Additional information received a week later indicated that x-rays were done to determine that the revision was necessary. .

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).